Event description:
The customer reported that when preparing the subject device for use, there was no image on the screen, only distorted lines were visible. The intended procedure was completed using a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The image loss was found to be caused by a faulty cable. In addition, service found the video connector was cracked due to physical/chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause was not identified. However, based on the available information, the investigation determined the likely cause of the reported event was failure of the cable due to internal damage. As stated in the instructions for use, as a preventive measure: ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." ·"never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." ·"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." ·"do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." ·"never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. " ·"never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."